Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that the lead sheathing was pulled back at the proximal end between the sleeve and the '0' electrode equivalent. The actions/interventions taken to resolve the reported issue was the metal wiring of the lead being visually inspected and an impedance test being run. It was further reported that the device was not explanted, there was a good impedance test and the physician decided to leave the lead wire in place and proceed with the stage 2, therefore no product will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). Caller reported the physician was in the operating room doing a stage 2 implant. Caller stated when the physician removed the extension, they pulled on the lead a little bit and in doing so the sheathing near the top of the contact was loose and pulled back about 1 cm or more. Caller inquired if the lead was still usable or if it needed to be replaced. It was reported the damage was caused during the procedure. Caller was on their way to assist the physician. No patient symptoms were reported. It was reviewed that it was not recommended to use the lead, but that was up to the physician's discretion. It was reviewed an impedance check may show normal impedances, but if the lead was damaged they may not remain that way. It was reviewed to return the lead if explanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient has had hip problems, especially the right hip since before the implant of the stimulator. The patient stated that she had never been able to lay on her sides and always lays on her back. The patient noted that they chose to implant the stimulator on the right hip and now her pain had increased. The patient also mentioned that when they implanted the stimulator they had a hard time finding a place for the wires. There were no further symptoms or complications reported or anticipated.